Event description:
Pt lost implant 30 days after original implantation. The implant was originally placed in early 2008. The doctor reported that the original tooth was lost due to abscess, the pt had questionable bone quality, and primary stability was poor. The doctor concluded that it is highly unlikely to be a device related issue; the failure appears to be due to poor bone quality. The clinician will graft the bone and attempt a replacement implant in approx three mos. Poor bone quality is a well-known risk factor for dental implants which can result in implant failure.

Manufacturer narrative:
Key eval data provided by the clinician. This data was used in the investigation of this event and is documented in this report.